Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. Blood glucose level was 532 mg/dl. Current blood glucose level was 472 mg/dl. Customer was using auto mode feature at the time of reported high blood glucose event. Customer reported calibration not accepted alert. No further details given. Insulin pump will not be returned for analysis.